Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was during today's call, it was discovered that the patient's neurostimulator (ins) therapy may have been off without pt knowing. Pss was walking pt through controller (ptm) functions and utilization of buttons. When pt pressed the stim on/off button and selected stimulation on the screen read "turning stimulation on". Pt commented they began feeling something shortly after which they said they had not been experiencing before. Pt said that if stimulation had been off that could explain why they have been using hydrocodone again. Pt said when they went in for an appointment with the nurse practitioner they were practically in tears b/c they were explaining the trial was a 95% success <(>&<)> hey were so disappointed b/c it was only 75% with ins. Pt said the reps were too busy to teach their patient's. Pss reviewed ins stimulation would automatically shut off once the ins battery depletes to under 30% and that they would have to turn the stimulation back on manually after recharging the ins. Pt stated they have not let the insget below 30% so far. Pt mentioned at end of call that when they stood up that the relief was so much better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.